Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There was tissue on the helix and blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt the right atrial (ra) lead had inadequate sensing at multiple locations. Upon removal and visual inspection of the lead, there was tissue noted in the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.